Event description:
The pt was implanted with a left ventricular assist device (lvad). During a routine transplant procedure, the surgeon reportedly noted that the outflow graft bend relief was disconnected. The pt was successfully transplanted without issue.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice ((B)(4)) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. (B)(4). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.